Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they charged the communicator last week, but when they tried to connect to the implanted neurostimulator yesterday, they got communicator not found. Patient said they tried switching communicators, but that didn't work. Patient attempted to connect but saw not found - communicator. Patient turned handset and communicator off and back on, closed out of the app, ensured bluetooth was on and reset communicator, but still they kept getting not found, communicator. Patient said they were in the same room as yesterday, and tried moving to a different room, but still could not connect. Patient confirmed green battery light was on communicator. Patient tried to scan code, but still got not found. The issue was not resolved. An email was sent to the repair department to replace the communicator. Patient called back from number in phone 2 saying they got the replacement communicator, but they continued to see not found. Patient confirmed communicator was on, they tried hitting switch communicator and both scanned the code and entered manually, but kept seeing not found screen. Agent transferred pt to healthcare it for possible assistance with the handset as issues continued with replacement communicator. Pt was transferred back to patient services (pss), and reported they've spoken with multiple agents to address communicator issue, and healthcare it was unable to get devices to connect. Call was forwarded to agent to request handset. Agent connected with healthcare it/mobility to lock pt's device before requesting replacement from repair. Agent closed case. Pt called back and said they have gotten new programmer and new communicator which still hasn't resolved issue.  Pss reviewed that we have sent new equipment and since they still cannot connect with ins they should follow up with hcp/rep.

Manufacturer narrative:
Continuation of d10: product ID tm91scs, serial: (B)(6); product type: ; implant date n/a; explant date n/a, product ID hh9020scs, serial: (B)(6); product type: ; implant date n/a; explant date n/a b3: event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.